Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had passed away on (B)(6) 2024, and a request was made by their physician to perform a device interrogation. Upon being interrogated post-mortem, review of the ICD data indicated it had declared codes 1004 and 1007, indicative of shock delivery into a short circuit, and an exceeded charge time, respectfully. These codes were declared the same day the patient died. This was consistent with the ICD shocking into a shorted condition, resulting in an inability to properly charge. A review of device data by boston scientific engineering did not find any available episodes to review in the device history. The battery status was observed to be at end of life (eol). At this time, the ICD remains in situ and according to the patient advocate they will not explant the ICD and have it returned for analysis at this time. The patient's associated right ventricular (rv) lead was a non-boston scientific product that had been implanted since 2009. No additional adverse patient effects were reported.